Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a mis-identification of streptococcus parasuis as streptococcus mitis/oralis or streptococcus sanguinis by vitek® 2 gp ID test kit, lots 242393320 and 2420161103. The organism was identified by 16s sequencing as s. Parasuis. An internal biomérieux investigation was performed. Strain and raw data were not available for submittal. Streptococcus parasuis is not a claimed species for the gp card. Testing of unclaimed species may result in an unidentified result or a mis-identification as stated in the product labeling. Gp lot # 2420161103 and 242393320 met final qc release criteria. These lots passed qc performance testing. Without the strain or raw data it's not possible to further evaluate the cause of the mis-identification.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 gp test kit. The customer reported that the results associated with vitek® 2 gp cards are mostly low discrimination. The results were reported to the physician. However, the physician rejected the results because they thought that the organism did not relate to the patient history. The physician requested the laboratory staff to send out the patient sample to be tested at another laboratory. The final result from the external laboratory was streptococcus mitis. At the same time the laboratory staff tried to perform identification with vitek® 2 and the result was low discrimination for streptococcus mitis/streptococcus oralis and streptococcus sanguinis. Because of this discrepancy the customer reported the results to biomérieux. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.